Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the attachment device had a damaged nose cone, and component damage. It was further determined that the device failed pretest for vibration assessment. Therefore, the reported condition that the device had an undetermined malfunction was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. (B)(4).

Event description:
It was reported that the short attachment device had an undetermined malfunction. During service and evaluation, it was determined that the device failed pre-test for vibration assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.